Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe 1ml slip tip had a white substance inside the tip area. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. The photo depicted a 1ml s/t syringe from an undefined batch #. The barrel was observed to have a cloudy tip condition. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause for the cloudy tip defect is associated with the molding process. Since the defect observed is within the acceptable limits, no corrective actions are necessary.

Event description:
It was reported that a bd syringe 1ml slip tip had a white substance inside the tip area. There was no report of exposure, serious injury or medical intervention.